Event description:
Event description boston scientific received information that this pacemaker recorded several ventricular tachycardia episodes, as a result of loss of capture. It was noted that the device was not programmed to the suggested 2:1 threshold safety margin.